Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator display power supply voltagle was increased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No patient injury was reported.